Event description:
An optometrist reported that a patient presented with a swollen right eye one day post lasik. The patient was noted to have diffuse haze and stage 2 diffuse lamellar keratitis (dlk). The patient's previously prescribed steroid eye drops were increased and the patient was prescribed methylprednisolne to take orally. Additional information provided states that the patient's symptoms have resolved and the patient is no longer using the steroid eye drops or the oral steroids.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the date of the treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).